Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first installed the pad-pak on the (B)(6) 2015 and performed to specification up to the (B)(6) 2016. The device records multiple manual power ups of ten minutes duration between the (B)(6) 2016. The pad-pak became depleted during this time. The returned pad-pak was installed and the device failed to power on, no status led was visible. This would confirm the reported fault. A test pad-pak was inserted into the device and the device passed a self-test. No warnings were given at shutdown and the status led continued to flash green. The device powered on after shutdown. This indicates a fault. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to component failure. This resulted in an excess current drain and would account for the manual power ups which depleted the returned pad-pak. As the pad-pak became further depleted no led or failure chirp would have been present. This would confirm the reported fault.